Event description:
It was reported to covidien on (B)(6) 2009 that a customer has an adverse event during a procedure with a trellis device. It was reported a (B)(6) old male with a known large pulmonary embolus was admitted for venous thrombolysis of his left leg. Patient was in a prone position, and after the first run and during the aspiration phase of the procedure, the patient suffered a cardiac arrest. Pt was successfully resuscitated and moved to the ICU.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.